Event description:
It was reported that immediately after insertion of the iab, blood was observed in the helium tubing. Because of this, the iab was removed and replaced. There were no associated pt complications.